Manufacturer narrative:
In-depth analysis will be performed to understand the root cause of the problem encountered. Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.

Event description:
User reported that the glycol changed its color after the bypass, when the hlm was circulating with the rest blood of the patient in it. The circuit was primed for more than 12 hours. Mr. (B)(6) and the hlm were grounded. No color change of the priming solution has been noted. No adverse consequences occurred for the patient.